Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The nurse reported to sales rep that during surgery, the surgeon used the device according to the op technique. He started to lock the first screw manually (without the use of a motor). The tip of the blade finally broke. As there was only one blade in the kit, the surgeon could not use locking screws and used sps cortical screws to fix the plate.